Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited a high capture threshold. X-ray imaging revealed that both the atrial and ventricular leads were dislodged, and the slack had been removed from both leads. In addition, the right ventricle lead exhibited a decrease in the r-wave amplitude. The physician attempted to reposition the atrial lead. However, the helix of the atrial lead could not be retracted during the procedure. The physician decided to explant and replace both the atrial and ventricular leads. The patient remained in stable condition throughout.